Event description:
It was reported that during a pci procedure, the maverick otw balloon ruptured at 9 atms. The number of inflations and to what atms is unknown. The lesion was located in the calcified, 100% stenotic left anterior descending (lad) coronary artery. The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.